Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. Normal battery depletion was noted. The patient had been lost to follow-up and prior device information was not available. The device was explanted and replaced on 5/22/2015.

Manufacturer narrative:
(B)(4).